Event description:
Boston scientific (bsc) crm received info that this right atrial (ra) lead 4135 dislodged. The local rep noted the lead would be repositioned the following day. No adverse pt effects were reported. The implant date is unavailable.